Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. During a post-operative examination the patient said they strain to see street signs and is struggling to see near. The patient did not lose their ability to perform their normal daily activities. The lens was explanted and replaced with another jnj iol model dxw150 19.5 diopter. There was no incision enlargement, sutures, vitrectomy or delay in procedure. No medication outside the standard of care was needed. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.